Event description:
It was reported the customer has experienced fluctuating blood glucose levels. Customer is working with her health care professional on her pump settings.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.